Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient had decreased stimulation. Patient reported that he is unable to get stimulation coverage where he did during trial and for the first 3.5 weeks post implant. Patient reported no factors that he recalled that caused the change in stimulation. Rep ran impedance check, which was all within normal limits and tried to program the patient. Rep was able to cover some of the patient's painful areas but patient stated it just not the same. Patient reports a lot of abdominal stimulation while testing stimulation on both leads. Hcp ordered an x-ray and the rep programmed the patient. The issue has not been resolved at the time of this event. No surgical intervention planned or occurred. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that patient is using device 99% and given two new groups at follow up. Patient reported to health care professional (hcp) that his pain was worse but when suggested turning off device for a few hours, he did not want to. Patient is trying to apply for disability and expressed that today at the hcp . Rep will continue to be at follow ups and the next one is scheduled (B)(6) 2019. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient didn't have x-rays taken yet as they were told to get them at their convenience. The results would be viewed at the patient's follow up appointment on (B)(6) 2018. The cause of the abdominal stimulation was unknown. No further complications reported.